Event description:
False negative results. Customer stated that test was completely inaccurate test results. Showed up negative for her husband and he ended up being positive at immediate care shortly after. Does not recommend.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.